Manufacturer narrative:
(B)(4).

Event description:
The patient reported falling a few times before the new year that could be related to her issue. She noticed in the middle of her back in the tailbone area a knot where the wire was located; she could move the wire and knot. When lying on her back she could feel the electrical pulses and it hurt. The patient thought it was almost time for replacement of her implantable neurostimulator (ins). She was getting relief from the therapy and she decreased the stimulation, but it did not help the knot in her back. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. No interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.